Event description:
It was reported that the pt experienced increased pain and overall ineffectiveness. The last refill was in 2008, and at that time, the pump contained dilaudid, compounded baclofen and clonidine. Additional device troubleshooting was being considered. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.